Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported that the dilatator was hard to push through the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small (resistance). After retracting the dilatator, the hole valve got loose. They exchanged the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and worked without problems to successfully complete the procedure without harm to the patient. There was no clinical outcome experienced by the patient therefore no other medical intervention. The event occurred during use and in sterile field. The customer¿s reported issue of resistance with the sheath is not MDR reportable since an increased potential for patient injury is remote.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported that the dilatator was hard to push through the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small (resistance). After retracting the dilatator, the hole valve got loose. They exchanged the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and worked without problems to successfully complete the procedure without harm to the patient. There was no clinical outcome experienced by the patient therefore no other medical intervention. The product was returned to biosense webster (bwi) for evaluation andthe evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the brim cap, hemostatic valve, and silicone ring were found detached from the hub component. A microscope analysis was performed, and residues of glue were observed, this shows that the brim cap was properly assembled to the vizigo. Also, a microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The dilator was found in normal condition. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic valve dislodgement reported by the customer was confirmed, this failure mode observed during the investigation could be related to the reported event. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 7-dec-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).